Manufacturer narrative:
Initial MDR with device evaluation. No photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # unknown lot # unknown it was reported by customer that when they disconnects the injector from the protector, there is a drop of residual drug on the membrane of the protector. Verbatim: when the pharmacy tech disconnects the injector from the protector, there is a drop of residual drug on the membrane of the protector. Per rep response: ¿the droplet is on the outside of the protector membrane (p20-o). I am sure of this because I thought it might be on the inside as well so I took a alcohol wipe and wiped the top of the membrane and it came back with red on it. There was no evidence of it on the injector membrane.¿